Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that this system is beginning to consiste ntly fail quality control tests that are being run on it. Other units are not failing the same qc lots. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no error code associated with this issue observed.

Manufacturer narrative:
Device evaluation summary: the reported issue that this system is beginning to consistently fail quality control (qc) tests that are being run on it was not verified during service. Service technician cleaned debris from hms, greased, and oiled the required parts on the hms plus. Service technician ran multiple 620 diagnostics, code sensor tests- all passed. Ran multiple 630 diagnostics, detector sensor tests-all passed. Ran all other required diagnostic tests-all passed. The heptrac electronic qc passed x2. Service technician was unable to duplicate reported issues and advised customers that if liquid controls are failing, they should try a different lot number of cartridges and controls. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.